Manufacturer narrative:
The customer reported event of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message was confirmed per archive data review but not during functional testing. Based on the archive, the root cause was due to a defective drive train motor, likely attributed to the defective component. Upon visual inspection, unrelated to the reported complaint, the damaged top cover, front enclosure at the front-end area, and the bottom enclosure at the screw well area were observed cracked and appeared to be the characteristics of user mishandling such as a drop. The top cover, front, and bottom enclosures were replaced to remedy the observed issue. In addition, unrelated to the reported complaint, noticed a hole on the load plate cover that affects the watertight seal. The probable root cause for the observed physical damage was user mishandling. The load plate cover was replaced to address the damage. A review of the archive data showed the platform stopped compressions multiple times due to (ua) 17, thus confirming the reported complaint. The motor was on for too long during active operation. The platform did not reach the target depth as the issue was related to the drive train motor being defective. The drive train motor with the clutch plate was replaced to remedy the user advisory (ua) 17 error. In addition, unrelated to the reported complaint, ap vision 3 software was used to clear the device latched error. The platform failed the initial functional test with user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message, unrelated to the reported complaint. To remedy the issue, the driveshaft was rotated back to the home position. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
The customer reported that during the resuscitation of a patient in cardiac arrest, the autopulse platform (sn (B)(4)) displayed a user advisory (ua)17 (max motor on time exceeded during active operation) error message after performing a few seconds and stopped compressions. The crew used a second autopulse platform to continue with resuscitation for the rest of the call. No consequences or impact to patient.